Manufacturer narrative:
Getinge became aware of an incident with one of our mobile tables ¿ 720001b2 - meera EU with auto drive used with 100925a0 - universal remote control. As it was stated, the column had no connection and the table could not be moved from side position with remote control nor override panel during cesarean section. The positioning had to be carried out using a wedge cushion which led to a 5-10-minute delay in surgery. The patient was under anesthesia at the time of the incident. According to the provided information, after activating the remote control and its touch display, the device was stored in the user's trouser pocket which caused the disruption in the use of the operating device and override panel as the display is highly sensitive to touch. There was no injury of the patient reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the table not responding to the remote control and override panel during surgery leading to the inability to position the table as required what caused the delay in surgery resulting in prolonged anesthesia time, was to reoccur. With the investigation performed it was concluded that upon the event occurrence, the device was being used for the patient¿s treatment and, thus was also directly involved with the reported incident. As no malfunction with the device was found, it was considered that the getinge device was up to the specification. A review of the received customer product complaints revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the issue investigated herein is a single and isolated case. The affected mobile table has been evaluated by the service technician. The evaluation revealed no malfunction with the device itself. The technician concluded that the reported issue was caused by the application problem caused by the user itself as during the event, the remote control was stored in the operator's trouser pocket and the functions were activated or deactivated by the accident. In consequence, the connection between the mobile table and the override panel was disrupted and the table could not be positioned at all. The technician reminded the customer to always switch off the display of the remote control to avoid similar issues. In the user manual for universal remote control, the user is informed that the control device can be activated with any button. To avoid unintentional adjustment of the or table, it is recommended to always use the [stand-by] button (IFU 1009.25 en 06, page 41). The user is also warned that the improper handling may be dangerous. The user should always observe the instructions for use for the or table (IFU 1009.25 en 06, page 16). In summary and as a result of the performed root cause evaluation, it was concluded that no malfunctions with the mobile table were found and the most probable root cause of the reported issue, namely the table not responding to the remote control and override panel during surgery leading to the inability to position table as required what caused a delay in surgery resulting in prolonged anesthesia time, is user error. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The correction of b5 describe event or problem, h4 device manufacture date and h6 medical device ¿ problem code fields deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 20th september 2023 getinge became aware of an incident with one of our mobile tables ¿ 720001b2 - meera EU with auto drive. As it was stated, the column had no connection and the table could not be moved from side position with remote control nor override panel during cesarean section. The positioning had to be carried out using wedge cushion which led to a 5-10-minute delay in surgery. The patient was under anesthesia at the time of incident. According to the provided information, after activating the remote control and its touch display, the device was stored in the user's trouser pocket which may lead to disruption in use of operating device and override panel as the display is highly sensitive to touch. There was no injury of the patient reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the table not responding to remote control and override panel during surgery leading to inability to position table as required and delay in surgery resulting in prolonged anesthesia time, was to reoccur. Corrected b5 describe event or problem: on 20th september 2023, getinge became aware of an incident with one of our mobile tables ¿ 720001b2 - meera EU with auto drive used with 100925a0 - universal remote control. As it was stated, the column had no connection and the table could not be moved from side position with remote control nor override panel during cesarean section. The positioning had to be carried out using a wedge cushion which led to a 5-10-minute delay in surgery. The patient was under anesthesia at the time of the incident. According to the provided information, after activating the remote control and its touch display, the device was stored in the user's trouser pocket which caused the disruption in the use of the operating device and override panel as the display is highly sensitive to touch. There was no injury of the patient reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the table not responding to the remote control and override panel during surgery leading to the inability to position the table as required what caused a delay in surgery resulting in prolonged anesthesia time, was to reoccur. Previous h4 device manufacture date: 05/01/2023. Corrected h4 device manufacture date: 04/27/2023. Previous h6 medical device ¿ problem code: activation, positioning or separationproblem/positioning problem/positioning failure/1158 use of device problem 1670. Corrected h6 medical device ¿ problem code: use of device problem 1670.

Event description:
On 20th september 2023, getinge became aware of an incident with one of our mobile tables ¿ 720001b2 - meera EU with auto drive used with 100925a0 - universal remote control. As it was stated, the column had no connection and the table could not be moved from side position with remote control nor override panel during cesarean section. The positioning had to be carried out using a wedge cushion which led to a 5-10-minute delay in surgery. The patient was under anesthesia at the time of the incident. According to the provided information, after activating the remote control and its touch display, the device was stored in the user's trouser pocket which caused the disruption in the use of the operating device and override panel as the display is highly sensitive to touch. There was no injury of the patient reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the table not responding to the remote control and override panel during surgery leading to the inability to position the table as required what caused a delay in surgery resulting in prolonged anesthesia time, was to reoccur.

Event description:
On 20th september 2023 getinge became aware of an incident with one of our mobile tables ¿ 720001b2 - meera EU with auto drive. As it was stated, the column had no connection and the table could not be moved from side position with remote control nor override panel during cesarean section. The positioning had to be carried out using wedge cushion which led to a 5-10-minute delay in surgery. The patient was under anesthesia at the time of incident. According to the provided information, after activating the remote control and its touch display, the device was stored in the user's trouser pocket which may lead to disruption in use of operating device and override panel as the display is highly sensitive to touch. There was no injury of the patient reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the table not responding to remote control and override panel during surgery leading to inability to position table as required and delay in surgery resulting in prolonged anesthesia time, was to reoccur.

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation. The correction of b5 describe event or problem and h6 health effect ¿ impact codes fields deems required. This is based on the additional information that has been received. Previous b5 describe event or problem: on 20th september 2023 getinge became aware of an issue with one of our mobile tables ¿ 720001b2 - meera EU with auto drive. As it was stated, the column had no connection and table could not be operated with remote control nor override panel. There was no injury of the patient reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the table not responding to remote control and override panel during surgery leading to inability to position table as required, was to reoccur. Corrected b5 describe event or problem: on 20th september 2023 getinge became aware of an incident with one of our mobile tables ¿ 720001b2 - meera EU with auto drive. As it was stated, the column had no connection and the table could not be moved from side position with remote control nor override panel during cesarean section. The positioning had to be carried out using wedge cushion which led to a 5-10-minute delay in surgery. The patient was under anesthesia at the time of incident. According to the provided information, after activating the remote control and its touch display, the device was stored in the user's trouser pocket which may lead to disruption in use of operating device and override panel as the display is highly sensitive to touch. There was no injury of the patient reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the table not responding to remote control and override panel during surgery leading to inability to position table as required and delay in surgery resulting in prolonged anesthesia time, was to reoccur. Previous h6 health effect ¿ impact codes: no health consequences or impact///2199. Corrected h6 health effect ¿ impact codes: surgical intervention/prolonged surgery//4632.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our mobile tables ¿ 720001b2 - meera EU with auto drive. As it was stated, the column had no connection and table could not be operated with remote control nor override panel. There was no injury of the patient reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the table not responding to remote control and override panel during surgery leading to inability to position table as required, was to reoccur.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.